Manufacturer narrative:
A technician at the stryker germany technical department found the link with fins component in the sagittal head assembly was damaged during the device evaluation. The device was repaired and returned to the user facility.

Event description:
It was reported that during a case the link with fins on the micro sagittal saw was broken. Nothing fell into the surgical site and the case was completed with a backup device. No adverse consequences to the user or patient were reported, as a result of this event.

Event description:
It was reported that during a case the link with fins on the micro sagittal saw was broken. Nothing fell into the surgical site and the case was completed with a backup device. No adverse consequences to the user or patient were reported, as a result of this event.

Manufacturer narrative:
Evaluation will begin upon receipt.